Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: an approximate date of (B)(6) 2018 entered. If explanted, give date: not applicable, lens remains implanted. Device evaluation: the product was not returned to the manufacturing site as the customer indicated that the lens remains implanted; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that she had a zxr00 22.0 diopter intraocular lens (iol) implanted in her left (os) eye and could see a smudge in the lens. She went back to the surgeon and the surgeon told her it takes time for her eye to adjust. He conducted a laser treatment on the lens, but the smudge is still there. She was also told to have another laser procedure done because she had ''skin'' growing over her eye, but she refused. She noted her primary doctor also stated he would not have another laser procedure done. She went to her optometrist who suggested she have a more thorough examination by another eye doctor, but she refused. She didn't remember what her visual acuity is but reports she can see. She notices the smudge on the lens more at night when it is dark. During the day, she doesn't see it as much. She reports it is not a floater. She commented that there is no quality issue with the lens.